Manufacturer narrative:
Reported event was confirmed by review of surgical op notes and product return. The returned articular surface exhibits discoloration and wear as well as the post / spine has fractured off in 2pcs. The revision surgical notes also confirm the fractured product. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 00598003701, nexgen stemmed tibial component, lot 61108125; 00596801451, nexgen lps flex femoral component, lot 61003938. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported following a knee arthroplasty, the patient was revised due to instability. The surgeon was switching out the articular surface implant and the pin of the inlay fractured. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision operative notes. X-rays could not be reviewed due to poor image quality. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported following a knee arthroplasty, the patient was revised due to instability. The surgeon was switching out the articular surface implant and the post of the inlay was fractured. No additional patient consequences were reported. The revision surgical notes were translated to english. Pertinent excerpt from the notes include: ¿it is found that the post on the plastic is broken off, the plateau itself shows on the treading surface a yellowish change and a massive abrasion. Parts of the plastic from the area of the broken post cement free joints. Next, the articular surface is removed and the joint is cleaned of plastic pieces and a partial synovectomy is carried out. Swabs are taken from the effusion as well as the tibia and femur. Both components are then checked for their strength, showing no loosening on both components."